Event description:
Same case as MFR #: 2134265-2009-06438; 2134265-2009-06440. It was reported that during a percutaneous transluminal angioplasty procedure, 4 balloon ruptures occured. The operative report revealed that "all of the lower extremities were extremely calcific". The common femoral artery was 95% stenosed and there was multiple 99%-90% stenosis in the left superficial femoral artery (sfa) and the popliteal artery. A 25cm 7fr non bsc sheath was inserted into the right femoral artery. A .014/300 choice pt guide wire was then advanced past an unspecified lesion. A sterling 5.0x135x20 balloon catheter was advanced to the common mid iliac artery. The balloon was inflated to 14 atmospheres for 210 seconds and then inserted and advanced to the common mid femoral artery. The balloon was inflated to 8 atmospheres for 18 seconds and then removed. The symmetry 4x10x150 was then advanced to an unspecified lesion and then removed. A sterling 4.0 x 40 balloon catheter was then inserted and advanced to the proximal popliteal. The balloon was inflated to 8 atmospheres for 30 seconds. The sterling 4.0 x 40 was then advanced to the distal sfa and inflated to 12 atmospheres for 41 seconds. The sterling 4.0 x 40 was then advanced to the mid sfa and inflated to 8 atmospheres for 30 seconds and ruptured. A sterling 3.5 x 40 balloon catheter was advanced to the mid sfa and then removed. The sterling 3.5 x 40 was reported to have ruptured; however, the number of inflations and to what atmospheres is unk. A sterling 3.0 x 40 balloon catheter was advanced to the proximal sfa and then removed. The sterling 3.0 x 40 was reported to have ruptured; however, the number of inflations and to what atmospheres is unk. The symmetry 4x10x150 balloon catheter was advanced to an unspecified lesion and was inflated to 12 atmospheres for 127 seconds, 10 atmospheres for 26 seconds, 10 atmospheres for 200 seconds. The symmetry 4x10x150 was then moved to the distal sfa and inflated to 9 atmospheres for 65 seconds and 15 atmospheres for 120 seconds and then removed. The symmetry 4x10x150 balloon catheter was then advanced to an unspecified lesion and inflated to 12 atmospheres for 70 seconds and then removed. The symmetry 4x10x150 balloon catheter was then advanced to an unspecified lesion and inflated to 12 atmospheres for 70 seconds and then removed. This symmetry 4x10x150 ruptured. Post procedure there was 20-30% residual stenosis in the common femoral artery and less than 20% residual stenosis in the sfa and popliteal vessels. There were no pt complications reported and the pt's condition is reported as "fine". The symmetry balloon dilatation catheter 4x10x150 will be reported under the quarterly alternative summary reporting program.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).